Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads with the same lot no. It was reported the patient ((B)(6)) experienced ineffective stimulation (date of event unknown). X-rays confirmed the leads had migrated. Subsequently, surgical intervention was taken where the leads were explanted and replaced which resolved the issue. Reportedly, the patient had effective therapy postoperatively.